Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. (1,2,3,4,5). In addition, failure to osseointegrate is included in the xp1 system labeling is a known complication. There are various factors that contribute to the risk of implant failure. (5) these include pt factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes, uncontrolled hypertension, etc. Pt habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may also lead to implant failure. In additional, improper surgical technique can lead to implant failure and/or loss of supporting bone. The device history record for this lot of implants reviewed and process and sterilization parameters were found to be as specified. In conclusion, the lack of osseointegration of this keystone dental implant is due to pt factors, and is a well-documented and inherent risk of dental implants.

Event description:
This complaint involves a report of an implant that failed to osseointegrate. In 2008, the male pt had successful implantation of two xp1 single system dental implants at site #: 14 and 3. Primary stability rating was noted as good. No contradications. On approx three and a half months later, during removal of the cover screw, the implant at site # 14 was reported to 'spin'. The clinician removed the implant. Implant at site # 3 posed no issue.